Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 194858 st jude lead implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had shortness of breath from lack of av synchrony. It was also reported that the right atrial (ra) lead failed to capture and had placement difficulty due to a disassociated atrium from a prior maze surgery. The lead was capped and a new lead was placed after careful mapping. No patient complications have been reported as a result of this event.